Manufacturer narrative:
The device design associated with the affected product from this complaint was recalled per 21 cfr 806 (re z-0915-2009). Based on an FDA surveillance audit, it was determined that all complaints associated with this failure mode, regardless of surgical outcome and timeframe, should be reported. A report of past complaints identified this complaint as an event affected by the recalled design, but did not have an MDR filed. This report is being filed to ensure all complaints associated with the aforementioned recall have been properly reported.

Event description:
Tibial array became loose from the shaft that the clamp holds on to. Tibial array broke. It was on the tibia at the end of the case when the pa or dr. Touch it and it moved. During the entire case, there was no incident.